Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) full osseotite tapered implant 3.25 x 10mm, (fnt3210) for evaluation. Visual/physical evaluation identified bone debris on external threads and other signs of use (wear) but no apparent signs of malfunction. Functional test could not be performed for the reported failure (necrosis). DHR review was completed for the subject lot number 2018112224. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018112224 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿medical: other.¿ therefore, based on the available information, device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported loss of integration a month after implant's placement due to necrosis at tooth site 44. Patient has been rescheduled for new implant placement. Patient is smoker.